Event description:
Healthcare professional reported left side "infection, nipple discharge, moderate breast pain, painfully hard and looking abnormal due to capsular contracture". Healthcare professional later reported "delayed healing and is not device related. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29apr2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (unknown onset) and capsular contracture, baker grade unknown.